Event description:
It was reported that the xience prime stent dislodged as it was being backloaded over a 014 ht floppy guide wire. The dislodgement occurred prior to the device entering the guide catheter. There was no resistance felt during the backload of the stent delivery system (sds) over the guide wire. The xience prime sds and stent were removed from the guide wire and another xience prime stent was used to complete the procedure successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 014 ht floppy, guide cath: 7 fr. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.